Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2018. (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date, a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (mersilk, monocryl) used in this procedure? Citation: ejso 39 (2013) 334-338; doi: http://dx.doi.org/10.1016/j.ejso.2012.12.022. [(B)(4)].

Event description:
It was reported via journal article title: breast cancer surgery without suction drainage: the impact of adopting a ¿no drains¿ policy on symptomatic seroma formation rates. Author: j.c. Taylor, s. Rai, f. Hoar, h. Brown, l. Vishwanath. Citation: ejso 39 (2013) 334-338; doi: http://dx.doi.org/10.1016/j.ejso.2012.12.022. The study aimed to present the hypothesis that women undergoing breast cancer surgery can be treated using a ¿no drains¿ policy without increased rates of symptomatic seroma and other complications. From dec2006 to dec2011, 596 female patients with breast cancer underwent modified radical mastectomy (mrm) + axillary lymph node dissection (alnd) (group 1: n=247; n=149 drain [mean age sd of 60.7±12.6 years] and n=98 no drain [mean age sd of 63.8±13.1 years]), mrm ± sentinel lymph node biopsy (slnb)/axillary node sampling (ans) (group 2: n=184; n=62 drain [mean age sd of 59.3±11.4 years] and n=122 no drain [mean age sd of 60.6±9.7 years]), and alnd ± wide local excision (group 3: n=165; n=50 drain [mean age sd of 56.4±9.4 years] and n=115 no drain [mean age sd of 57.0±12.1 years]). Interrupted absorbable dermal sutures (3/0 monocryl) and continuous absorbable subcuticular sutures (3/0 monocryl) are used for wound closure. In patients who had drain, drains were sutured in place with 2/0 mersilk stitch. Postoperatively in group 1, complications included symptomatic seroma (n=98 drain and n=63 no drain), wound infection (n=16 drain and n=10 no drain), haematoma (n=4 drain and n=2 no drain), infected seroma (n=4 drain and n=1 no drain) and chronic seroma (n=2 drain and n=2 no drain). Median seroma aspiration of 1 with interquartile range (iqr) of 1-3 for patients with drain and 2 with iqr of 0-3 for patients without drain. Postoperatively in group 2, complications included symptomatic seroma (n=22 drain and n=50 no drain), wound infection (n=1 drain and n=6 no drain), haematoma (n=1 drain and n=2 no drain), and infected seroma (n=1 drain and n=1 no drain). Median seroma aspiration of 0 with iqr of 0-2 for patients with drain and 0 with iqr of 0-2 for patients without drain. Postoperatively in group 3, complications included symptomatic seroma (n=13 drain and n=40 no drain), wound infection (n=2 drain and n=6 no drain), haematoma (n=2 no drain), infected seroma (n=1 drain) and chronic seroma (n=1 no drain). Median seroma aspiration of 0 with iqr of 0-1 for patients with drain and 0 with iqr of 1-3 for patients without drain. The results of this study demonstrate that breast cancer surgery without the use of closed-suction drainage does not result in increased rates of symptomatic seroma formation or an increase in the incidence of complications requiring non-operative or operative management.